Event description:
It was reported that a patient underwent an argon plasma coagulation treatment via bronchoscope under general anesthesia in the operating room, when an open flame spark appeared at the distal end of the bronchoscope lens. The operator immediately withdrew the bronchoscope from the patient's airway. The argon plasma coagulation probe had adhered to the lens at the distal end of the bronchoscope. The argon plasma coagulation was charred and had a tear, the distal end section of the scope was melted, the adhesive on the rubber was charred, the unit was exposed. The procedure was terminated and the patient evaluated. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was unable to be confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the argon plasma coagulator may have been used without maintaining sufficient distance from the tip of the scope. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.